Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/02/2017 with the following findings: during testing, the pump powered on with a low sound function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a low sound function. This report is made based on results of investigation completed on 6/02/2017.